Manufacturer narrative:
No general product issue was found. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The albt2 reagent expiration date was not provided. The c702 module serial number was (B)(6). The customer was having qc issues. The field service engineer replaced the rinse tubes, checked the needle alignment, the gear pump, the needle washing, and the washing station dispensing. He then performed some checks, including qc and changing the reagent trays, but the issue persisted. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with tina-quantalbumin gen.2 (albt2) assay on a cobas 8000 c702 module. Sample 1: the results ranged from 2.8 g/dl to 3.4 g/dl. The sample was repeated on a different cobas analyzer, resulting in the same value range. Sample 2: the results ranged from 3 g/dl to 3.6 g/dl. The sample was repeated on a different cobas analyzer, resulting in the same value range. No exact values were provided. The results' range was from 0.6 g/dl to 0.7 g/dl.